Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. All information reasonably known as of 04apr2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that a patient received a mic-key introducer kit and the anchors broke during a cough. There was no injuries to the patient and no medical intervention reported. No additional information was received.

Manufacturer narrative:
One suture anchor with partial suture attached was received for evaluation. The sample was received inside a specimen jar, suspended in a clear liquid. The partial suture was secured on the closed anchor. The suture extended out from the side with the solid soft shell a length of 2.8mm. On the opposite side, the suture extended out a length of 9mm. The sample was examined under magnification. No damage or defect was observed on the suture anchor or soft shell cover. The reported event could not be confirmed. No root cause could be determined. All information reasonably known as of 22 may 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.